Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fastener failed to fixate the mesh. The video provided confirms that multiple proud fasteners that have not fully fixated the mesh to the tissue and two loose fasteners can be seen laying freely on top of the tissue. Videos do not assist in determining root cause. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august 2023. The instructions-for-use supplied with the device adequately describe the proper technique for successful fastener delivery. The IFU states, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a video laparoscopic hernia repair procedure, the sorbafix enhanced fixation device was used to fixate the mesh. It was reported that the fasteners did not hold the mesh properly and another device was used to complete the procedure. There was no patient injury.